Event description:
In this case, it was reported that the valve was explanted at implant. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the operative report provided, the subject valve was noted to seat well. However, on seating of the 21mm valve, the surgeon was concerned because he could not easily probe the left main coronary artery as it was very low sitting ostium. After some discussion, the surgeon elected to excise the valve and replaced it with 19mm edwards valve. The aortic root vent was then removed and the patient was weaned from cardiopulmonary bypass. The patient was transferred to the cardiovascular intensive care unit in stable but critical condition. Unfortunately, the subject device was not returned; therefore, the device cannot be assessed for any deficiency. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the subject device cannot be assessed for any deficiency. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.